Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the pump was interrogated, but logs were not read. It was unknown what actions/interventions were taken to resolve the safe state alarm. It was also unknown what the cause of the safe state alarm was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine with a concentration of 15 mg/ml at a dose of 0.091 mg/day. It was reported a safe state alarm occurred confirmed by telemetry. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.